Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf) and the catheter was "caught in the vein just above the groin." The device was returned to johnson & johnson medtech (j&j) for evaluation on 06-jan-2026. Therefore, section d9 has been updated. Additional information was received on 23-jan-2026 and product information was provided for the sheath. Therefore, the concomitant section was updated. Device investigation details: a visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the dome was slightly bent; however, no internal components were observed. A dimensional test was performed and the outer diameters were fund within the specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The damage observed in the dome section could be related to the resistance during the extraction of the catheter; therefore, the customer complaint was confirmed. The potential cause of the bent condition observed in the dome could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: insert the catheter via the entrance site using the insertion tube and an appropriately sized introducer sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf (stsf) and the catheter was "caught in the vein just above the groin." As the physician was trying to remove the stsf catheter, they were having difficulties in doing so. After removing the stsf for inspection, the tip of the catheter was intact. The physician declined to continue using the stsf catheter and replaced it. The procedure continued with no further issues. Additional information indicated that there was difficulty removing the catheter from the body. There was no surgical intervention used to remove the catheter. Manual catheter manipulation was done. There was no injury to the patient, as per the physician. The catheter tip got caught in extravasation in inferior vena cava (ivc).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).